Manufacturer narrative:
Results: the distal tip of the benchmark 6f 071 delivery catheter (benchmark dc) was kinked approximately 3.5 cm from the distal tip. The benchmark dc was also kinked in multiple locations along the catheter¿s shaft. Conclusions: evaluation of the returned device confirmed that the tip of the benchmark dc was damaged. This type of damage likely occurred due to forceful handling during removal from the packaging or preparation for use. Further evaluation revealed multiple kinks along the proximal shaft of the benchmark dc. These kinks were likely incidental and may have occurred while packaging the device for return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician noticed that the tip of a benchmark 6f 071 delivery catheter (benchmark dc) was kinked upon removal from its packaging. The tip of the benchmark dc kinked prior to use and therefore the benchmark dc was not used in the procedure. The procedure was successfully completed using a new benchmark dc.